Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus. It was stated that the customer attempted to rewind and prime, but alarm reoccurred. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The motor was tested and passed the test.